Event description:
Inbound call from pharmacy service representative - spoke with patient - said her syringe jumped out of the pump with her last infusion, reviewed technique for sc infusion and loading syringe/ tubing, correctly on pump. Pt. Also has an old pump on hand that works well - and she will use that until we send replacement pump to her. Pt thinks using old pump - causing her to have knots like reaction after infusion and switching to new pump may help. Informed pt to contact us if issue is not resolved with next refill. Warm transfer pt to speak with pharmacy service representative -to send replacement freedom 60 pump and to make an arrangement to pick up old pump from home. (Entered note per text note from rph). Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by health professional.